Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post implant, the atrial lead was noted to have the same sensing measurements as the right ventricular lead. An x-ray revealed that the atrial lead had dislodged and was in the ventricle. The atrial lead was revised and remains in use. No patient complications have been reported as a result of this event.